Event description:
A report was received that a pt precision system we explanted due to an infection. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be evaluated by bsn, as they were discarded by the medical facility.